Event description:
The customer reported that results obtained from a vitors 5,1 were associated with the incorrect patient name and demographics. The vitros 5,1 results were reported, however, there was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that patient results were associated with an incorrect patient sample ID. The definitive root cause of this event is user error associated with the retrieval of a sample tray form the analyzer. The customer did not follow the manufacturer's instructions for proper sample tray retrieval and was referred to the manufacturer's labelling.